Manufacturer narrative:
Isi received the unit involved with this complaint, however, the failure analysis investigation is still in progress. Therefore, the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted once the device evaluation has been completed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted cystectomy procedure, the customer experienced a system error while attempting to dock to the patient. The customer attempted to power cycle the system but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through multiple power cycles and breaker resets without success. At that point, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was not able to reproduce the reported failure. The fse replaced the acp board as a precaution.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was not able to replicate the customer reported failure. The board was installed in a test system and came up with no errors, the gantry motors were driven through their full range of motion with no issues, and ran 10 power cycles with no errors. The board was found to have no issues and passed the final system test.